Event description:
The customer alleged that the 840 ventilator stopped cycling while in use on a pt. It was reported that the pt was safely removed from the device and was not harmed or injured. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event, but he did find error codes in memory that could substantiate the customer's claim. The unit passed extended self testing. No parts were replaced.